Event description:
It was reported that the cuff deflated during intubation. No patient death or serious injury. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation : one portex sample was received in used condition without its original packaging for evaluation. The sample was visually inspected and no discrepancies were found. A leak test was performed and a leak was detected in the cuff of the returned sample as there was a small tear found in the cuff. To further investigate the leak, relevant documents were reviewed and deemed adequate. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The leak tests and inflation line assembly were also reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. Based on the evidence and testing, the complaint was confirmed. User interface was noted to the event problem source as per the IFU it is recommended to test the device prior to use. The IFU 10011781-001 instructions for use - blue line ultra suction aid tracheostomy tube. Page 4 states: "the integrity of the cuff and inflation system should be checked prior to insertion." It is the most probable that the cuff tear occurs during tracheostomy procedure due to contact with sharp edge which is in conflict with IFU 10011781-001 page 4: "guard against cuff damage by avoiding contact with sharp edges.